Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 190 mg/dl. The troubleshooting was performed. The customer stated that the keypad is hypersensitive. The customer is advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Findings: pump received with intermittent button response due to flattened button dome switch. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube, and scratched case.